Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 200s range (mg/dl). The customer delivered a bolus with the pump. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. A recommendation was made for the customer to consult with the healthcare provider regarding bg levels.